Event description:
It was reported that within a week of implant, the lead impedance had decreased and the threshold had increased. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analysis found no anomalies. However, the distal conductor had blood/body fluid (not obstructed).